Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received no delivery alarm. The customer¿s blood glucose level was 357 and higher than 400 mg/dl. The customer¿s current blood glucose is 594 mg/dl. The customer was treated with syringe. Troubleshooting was performed for no delivery and high blood glucose. Advised to change entire infusion system. The insulin pump will not be returned for analysis.